Event description:
It was reported that a pt thought his pump was "emptying out too fast" and that he was going into morphine withdrawal. The rptr stated he thought the pt said his pump had flipped over. The pump contained morphine.

Manufacturer narrative:
(B)(4).